Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included power cycling, bench handling, environmental stress screening, and functional stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The lcd color cable assembly was replaced as a prcaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.